Event description:
Caller alleged discrepant results compared with the lab. Results as follows: based on lab tests of 2.1, the coumadin dose was increased to 7.5mg. Pt had a nose bleed on (B)(6) 2010.

Manufacturer narrative:
Investigation pending.